Event description:
It was reported that during a ptca procedure, the physician experienced difficulty crossing the lesion. Upon removal the shaft of the catheter kinked and subsequently broke. No patient injuries or complications occurred.